Manufacturer narrative:
No RMA has been initiated for this issue. Model tdx, serial number/date code - unknown is approximately 2 years old based on the consumer's mother's comments. It is unknown if the consumer has fully read and understands the user manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumers medical condition, stability and medication regimen are unknown. The consumer is a (B)(6). The consumers technique while using the device is unknown. The maintenance history of the device is unknown.

Event description:
The power chair allegedly slows down and then comes to a complete stop. The chair is allegedly 2 yrs old and the consumer has been having problems since the beginning. Dealer allegedly replaced batteries and minor parts 6 times in the past 6 months. Dealer unable to determine the root cause. Allegedly the joystick results controller fault/brake fault. No injury alleged.